Event description:
Note: this MFR report pertains to the first of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-06726 and 3005099803-2008-06716 for a description of the other devices. It was reported to boston scientific corporation that the guide wire of an endovive safety peg kit would not fit through the feeding tube during a peg placement procedure performed in 2008. According to the complainant, the device was replaced with another endovive safety peg kit device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.